Event description:
It was reported that during implant attempt, the tip was noted to be kinked in the box. The doctor had to use a lot of pressure to get the stylet out of the lead. The lead and stylet were not used, and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Stylet analysis found the stylet to be bent.